Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator(ICD) experienced syncopal episodes. The field representativewas contacted but does not have any information in regard to the patient's episodes. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.